Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer's most current level was 368mg/dl. The customer states they had only bolus once since starting the pump. The customer mentioned bent cannula prior to inserting sensor into body. Troubleshoot was conducted. The customer was educated on pump use and assisted with contacting proper channels to receive more training on pump.